Event description:
It was reported that the burr was stuck in the lesion and additional intervention was required. A rotapro 1.25mm was selected for use in the distal left circumflex artery (lcx) for the 90% stenosed, moderately tortuous and severely calcified lesion. During the procedure, resistance was noted in the lesion, and upon the third ablation, the lesion was crossed but the speed decreased 10,000 rpm. When an attempt was made to pull the device back after crossing, the burr was noted to be stuck near the lesion. The drive shaft was cut and the outer catheter was attempted to be pulled back, but resistance was noted and removal was not successful. A double guide and balloon dilation was performed to release the device. No patient injury was reported.

Event description:
It was reported that the burr was stuck in the lesion and additional intervention was required. A rotapro 1.25mm was selected for use in the distal left circumflex artery (lcx) for the 90% stenosed, moderately tortuous and severely calcified lesion. During the procedure, resistance was noted in the lesion, and upon the third ablation, the lesion was crossed but the speed decreased 10,000 rpm. When an attempt was made to pull the device back after crossing, the burr was noted to be stuck near the lesion. The drive shaft was cut and the outer catheter was attempted to be pulled back, but resistance was noted and removal was not successful. A double guide and balloon dilation was performed to release the device. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was also returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the coil and sheath were separated at the burr housing strain relief in accordance with the reported events. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not rotate. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected for damages or defects. Destructive testing was not able to confirm the cause of the device stall. Product analysis confirmed the reported stall issue, but could not confirm the reported rotation speed issues as the device stalled and would not run. The reported difficulty experienced during removal could not be confirmed due as clinical circumstances were unable to be replicated.